Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 24.5 mmol/l, 15.3 mmol/l, 18.8 mmol/l (mobile system) and 9.6 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).